Event description:
A physician reported that leakage occurred from the cassette before the surgery. The surgery details was unknown. The product was not contacted with patient.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).